Manufacturer narrative:
A ge rep evaluated the system and replaced the generator driver pcb. System operates as intended.

Event description:
Customer reported a generator error is being displayed. No pt injury was reported.